Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete incoming functional testing during device reconditioning.